Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the needle on the customer's sensor came detached from the base while they were loading it into the serter. No further details were given. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.